Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). No evaluation was performed because the sample was not returned. (B)(4).

Event description:
On (B)(6) 2013 the customer stated, that there was a froth formation in the reservoir vhk 2001 during surgery. (B)(4).